Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer bolused one time for 30 grams of carbs and experienced a low blood glucose (bg) level of 40 mg/dl. The customer consumed glucose tablets to treat low bg level. During troubleshooting with tandem technical support, pump data was reviewed and showed that a bolus for 60 grams instead of 30 grams was delivered. System check was performed with tandem technical support and no issues were found. Tandem's technical support inquired if the customer had inadvertently delivered a bolus for 60 grams in error; however, the customer declined further troubleshooting, stated blood glucose level was improving and no further assistance was required.